Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. (B)(4) device not returned additional information was requested on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and no additional information was received. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a sigmoid resection with colostomy, the patient was brought back to surgery on (B)(6) 2011, when it was discovered that there was dehiscence of the distal stump. The dehiscence was on the staple line. Case completed with another like device and an nseal device. No additional information was provided.